Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. There was no reported adverse impact to the customer's blood glucose level. A pump reset was performed to resolve the issue; however, the issue continued to occur. The customer reverted to an alternate method of insulin therapy.